Manufacturer narrative:
At this time product has not yet been returned and a valid sensor serial number has not been provided. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. A tripped trend review was conducted for the reported complaint and fs libre sensor and sensor kits, and no trends were identified that would indicate any product related issues. Dhrs (device history record) for the libre reader were reviewed and the dhrs showed the libre reader passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. The date the incident occurred is unknown. The date entered is the date abbott diabetes care became aware of the event. The device manufacturing date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An alarm issue was reported with the adc device. The customer reported the high glucose alarm did not sound and as a result, the customer experienced symptoms of hyperglycemia and was unable to self-treat. The customer had contact with a healthcare professional who provided unspecified dose insulin for treatment. No further information was reported. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Reader (B)(6) has been returned and investigated. Visual inspection has been performed on the returned reader and no issues were observed. The isf (interstitial fluid) data was downloaded using approved software. An extended investigation was performed. Visual inspection was performed using a microscope on the returned reader. No signs of damage were observed. Reader isf (interstitial fluid) data was obtained and reviewed for inconsistencies in the registered triggered alarms. Therefore, the observation in previous phase to the complaint date is attributed to design and does not directly contribute to customer¿s complaint. The overwritten data was examined for inconsistencies or missing glucose alarms. No inconsistencies were detected. A self-test was performed on the returned reader to verify the functionality of the reader's speaker and vibrator modules. Both modules were observed to be fully functional during testing. The returned reader was paired with a known good puck and the reader's isf log was checked after few minutes for consistent bluetooth packet reception. No dropped packets were observed during isf log analysis, which indicates the returned reader's bluetooth module was fully functional. All functions relevant to the returned reader's alarm system were found to be fully operational with no evidence of a product malfunction observed. Therefore, the reported field event of missing high glucose alarm was not confirmed. If the partial product is returned, a physical investigation will be performed per adc's established processes and procedures and a report will be submitted upon completion of investigation. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An alarm issue was reported with the adc device. The customer reported the high glucose alarm did not sound and as a result, the customer experienced symptoms of hyperglycemia and was unable to self-treat. The customer had contact with a healthcare professional who provided unspecified dose insulin for treatment. No further information was reported. There was no report of death or permanent injury associated with this event.